Event description:
A healthcare professional reported that during a retina procedure system messages were displayed and the intraocular pressure control was deactivated. The procedure was continued and completed with the same equipment. Additional info has been requested for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).